Event description:
It was reported that it took over 30 turns to extend the helix of the ventricular lead, and the atrial lead "was free and was not working". The patient also had cardiac tamponade. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: distal conductor distorted; full lead returned and analyzed. It was noted that the is-1 pin had been excessively rotated to retract the helix and became distorted, resulting in the helix not functioning. No anomalies found; full lead returned and analyzed. Other : it was reported that it took over 30 turns to extend the helix of the ventricular lead, and the atrial lead "was free and was not working". The patient also had cardiac tamponade. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination; operational context contributed to event other (an appropriate device code cannot be identified) .